Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other devices involved in the event are as follows: model: 105-7100-080 / lot: 9402135 / dom: 01/25/2011 / exp: 12/31/2013 (qty 4). Model: 105-7100-080 / lot: 9387299 / dom: 12/13/2010 / exp: 11/30/2013. Model: 105-7100-060 / lot: 9425108 / dom: 03/24/2011 / exp: 01/31/2014 (qty 3). Model: 105-7100-060 / lot: 9383028 / dom: 12/01/2010 / exp: 10/31/2013 (qty 5). Model: 105-7100-080 / lot: 9381247 / dom: 11/24/2010 / exp: 09/30/2013. Model: 105-7100-080 / lot: 9383247 / dom: 12/02/2010 / exp: 12/01/2012 (qty 2). Model: 105-7100-060 / lot: 9433142 / dom: 04/15/2011 / exp: 01/31/2014. (B)(4).

Event description:
Information received from the onyx pms study. Treatment of a 5.5cm arteriovenous malformation (avm) located in the superficial part of the right cerebrum, eloquent area, non-hemorrhagic lesion. It was reported that the patient was first treated with six onyx 18 and five onyx 34 on (B)(6) 2011. The patient underwent onyx embolization again on (B)(6) 2011 in which eight onyx 18 and two onyx 34 were used. According to the physician, the patient developed a subarachnoid hemorrhage (sah) due to a perforation that occurred while inserting the catheter through the branch of the anterior cerebral artery (aca). On (B)(6) 2011, the patient had a third onyx embolization treatment in which one onyx 18 and one onyx 34 were used. The physician commented that the normal perfusion was disturbed by embolism; therefore, the patient suffered from brain edema, paresis of left arm / leg, and sensory disturbance. It was reported that the patient recovered from the brain edema and sensory disturbance at the twelve month follow-up. Same event as MDR # 2029214-2013-00081.